Event description:
Fox hollow procedure to left brachial artery to remove scarring from vasculitis due to poly - myalgia rheumatica. The artery collapsed and had two tears. Two over lapping stents (ev 3), were used, (off label), not for peripheral arteries at that time. A distal blood clot formed. Emergency surgery was required to remove the clot an sew up a tear and harvest an arm vein for a 2" artery patch. The arm was without blood flow nearly 4 hours. The left hand had four digits with severe deficit. Atrial fibrillation, almost 7 hours and a sub endocardial injury resulted. Two units of plasmanate and two units of blood were used and 39 different medications administered over 50 times during a period of 8:00 a.m. - 12:00 midnight in 2006. Five months later, carpal tunnel surgery to try to restore some feeling in my hand/fingers was partially successful. In 2007, a vein from my left thigh was transplanted to my left arm ( 8 1/2") to replace my damaged brachia/ - artery and remove a misplaced stent. It is my understanding that fox hollow and sulder medica merged as of 10/07. See page 1. Section d. E.m.v. Procedure date: 2006. Procedure for longs standing scar in left brachial artery. After telling my husband that my left arm might have to be removed, he was able to sew up another tear and harvest a left arm vein for a patch and save my arm. Following activities in the recovery area resulted in atrial fib for several hours (7) and sub endocardial injury. The last time I checked, not one person ever reported this. Surgery 2007: I suffered pain in my arm for months until x-rays revealed that the largest stent was placed at the shoulder. Beyond scarring. The smaller stent was down my arm below the scarring. The stents were used for artery collapse and lumen tearing. The 3 1/4 hr. Surgery to repair the brachial artery and remove the lower stent, was done by using a vein from my upper left thigh to replace my damaged brachial artery. Pathology revealed hyperplasia, not plaque. My incisions were 8 1/2" long. I stayed in the hospital 23 hours and returned home. I did not experience atrial fib. Or further heart damage. The fox hollow procedure told to me and my husband was not what was done to my body, and stent placement was the opposite of how they were placed (summary in doctors own words.). My records show that the fox hollow mx was used. I was told after the procedure and emergency surgery to remove blood clotting (time in cath lab 191 min) a risk not told to me, that the device came in too large to go in the groin and they "had to use my arm" - even though the brachial artery is smaller? I checked with fox hollow and was told there was no mx and that fox hollow was not for use in arms, only legs. I was sedated out in the hall (versed) before reaching the procedure room. I have documents showing who was in the procedure room including a fox hollow rep. (Doctor states this is fact) I feel that my body was used either to experiment on or to teach on. I still carry the stent in my shoulder that must have a doppler every six months to monitor slow down from hyperplasia. The surgeon states that the repair will need to be through my chest! This unconscionable act upon my body certainly represents an adverse report that not one person sent in! Please investigate this. I took time to find out what happened to me and I have documents, hospital records and x-rays to prove what I say along with scars and impairment. I have over 200, plus, pages of adverse reports on the fox hollow device and only 1 on arms. This resulted in death. This under freedom of information act e.m.v.